Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the battery oscillator device had a sticky trigger. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a sticky trigger, cosmetic damage, and component damage. It was further determined that the device failed pretest for general condition and trigger test. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.